Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2012. Patient further reported that a revision procedure was performed on (B)(6) 2014 due to alleged loosening of the tibial tray. The patient stated that a second revision procedure was performed on (B)(6) 2014 due to alleged formation of a blood clot. Patient further alleges pain. There has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-02389 & 02390).